Event description:
It was reported that the patient underwent an initial right total shoulder arthroplasty. Subsequently, the patient reported that the shoulder replacement deteriorated and caused bone damage. As a result, the patient underwent a right shoulder revision approximately 5 years and 2 months after initial implantation. No further patient impact reported. No further information available.